Manufacturer narrative:
Twelve devices were returned and evaluated. The evaluation results are as follows: all 12 devices were also evaluated for the complaint regarding the needle button release could not be confirmed, 6 devices were received with the needle release button in the unused position. The needle mechanism function was tested and was verified to have operated as intended. 3 devices were received with needle release button in the unlock position. The device was received with the needle release button in the activated unlock positron. This state can result rn the needle button retracting prematurely' 3 devices were received with the needle release button depressed. The device was received with the needle release button in the activated lockout position. This state indicates that the needle release button was activated to retract and then lockout the needle mechanism.

Event description:
Patient reported that the needle retracted before 24 hours. Patient wears the v-go on the abdomen. Patient didn't bump the v-go, wasn't wearing tight clothing or doing any excess movement.